Manufacturer narrative:
Submit date: 07/22/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit failed to alarm for occlusion. The unit was fully tested and visually checked; no faults were found with the unit. The reported condition could not be confirmed. Unit passed all safety testing. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full investigation report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 the experienced an issue with an enteral feeding unit. The customer reports that the unit failed to alarm for occlusion. No patient harm/involvement reported.